Manufacturer narrative:
Lot# review: a review of lot# 3189802 showed that 72,000 units were manufactured, tested, inspected and released in march 2016 and citing no anomalies. Not returned.

Event description:
Complaint received regarding one 011-mc100, microclave clear, lot# 3208598 (mfd. February 2016). Report states; "start methotrexaat 130 ml/h. After 20 minutes leakage => contamination skin child (sept 2012 date of birth). Then they control everything and they saw drips on the microclave. Control if everything was tight and started again with saline 85 cc/h, no leakage. After 10 minutes start methotrexaat 130 ml/h, 10 minutes later leakages again => contamination skin and clothes of the child. Change microclave and no further issues." Unprotected cmethotrexaat exposure reported but cleaned per hospital protocol. No serious adverse patient consequences reported.

Manufacturer narrative:
Lot# review: a review of lot# 3189802 showed that (B)(4) units were manufactured, tested, inspected and released in march 2016 and citing no anomalies. Visual analysis receiving: 9/15/2016 - received the following: one used 011-mc100, microclave clear, reported lot# 3208598. One new 99 cm (39") appx 4.1 ml, ext set w/microclave® clear, 2 bcv-clave®, clamp, luer lock lot# 3249139. One new surecan safety ii, lot# 16b17g8671. The used microclave was not connected to another device. The microclave was flushed and no restrictions were observed. The used 011-mc100 microclave device had no visible anomalies (irregularities) present. The new b braun surecan safety ii device had some visible irregularities on the surface of the luer taper. Both were examined microscopically. The new 011-mc33203 device also had no visible anomalies present. Functional/ performance testing: the 011-mc100 device was leak tested with water at 45psig in the activated and inactivated conditions for 30 seconds with no leaks found. The 011- mc100 device was then leak tested with air using a sprint tester at 45 psig in the activated and inactivated positions with no leaks found. The 011- mc100 device was then attached to the bbraun device and leak tested with water at 45 psig for 30 seconds. Water leaked between the male/female luer connection. The new 011-mc33203 device was leak tested with water at 25psig for 30 seconds with no leaks found. Dimensional analysis: the 011-mc100 microclave male luer did meet the iso standard 594-1 for luer tapers. The bbraun surecan safety ii female luer both met the iso standards 594-1 for luer tapers, however there were presence of some visual irregularities on the surface of the luer taper. A luer taper scan was performed on the male luer of the microclave to check for roughness and found to be within specification. Final analysis summary: the reported product problem was confirmed for leakage between the returned microclave mc100 and the bbraun surecan safety ii device. The cause of the leakage does appear to be due the surface irregularities found on the female luer of the bbraun surecan safety device that caused the connection to leak with the microclave. The returned microclave did meet the visual, dimensional and leak test requirements of the product performance specification.

Event description:
Complaint received regarding one 011-mc100, microclave clear, lot# 3208598 (mfd. February 2016). Report states; "start methotrexaat 130 ml/h. After 20 minutes leakage => contamination skin child (sept 2012 date of birth). Then they control everything and they saw drips on the microclave. Control if everything was tight and started again with saline 85 cc/h, no leakage. After 10 minutes start methotrexaat 130 ml/h, 10 minutes later leakages again => contamination skin and clothes of the child. Change microclave and no further issues." Unprotected cmethotrexaat exposure reported but cleaned per hospital protocol. No serious adverse patient consequences reported.